Manufacturer narrative:
Patient weight is (B)(6) kg. As the dislodged stent remains in the patient, the stent was not requested. The delivery system was requested for return, but has not been received. Investigation is not yet complete. A follow-up report with additional relevant information will be filed.

Event description:
On (B)(6) 2018, a (B)(6) male with a medical history of chronic kidney disease, coronary artery disease with prior transluminal coronary intervention (ptci) in 2002 with two unspecified stents placed in the proximal right coronary artery (rca), hypertension, and hyperlipidemia presented for planned ptci in the rca, distal to the previously placed rca stents. After seating a guideliner at a 90-degree bend in the tortuous proximal rca, balloon angioplasty was performed. A 4.0 x 12 mm cobra pzf nanocoated stent delivery system was advanced but was unable to cross through the most distal previously placed stent; during withdrawal of the cobra system, its stent was pulled off of the balloon (dislodged) by the previously placed distal stent. A 3.5 x 20 mm synergy stent was advanced and deployed, tacking the dislodged cobra stent to the vessel wall in the proximal rca. The patient was stable with no reportable adverse sequelae. Additional information was requested.